Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a constant motor error alarm during the rewind due to corroded motor home switch. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Nurse called to report the customer's insulin pump alarmed for motor error while he was sleeping. Nurse stated that the insulin pump appeared to be delivering a bolus. No significant events recalled prior to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.